Event description:
User experienced discrepant phosphorus results for one pt. Initial result 13.9 mg/dl, repeated twice gave 2.4 mg/dl both times. The physician questioned the initial result and a corrected report was generated. The pt received no treatment based on the reported erroneous value. The field svc rep determined low gear pump pressure to be the cause and raised the pressure. Performance tests were performed.